Event description:
The caller reported not observing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support but planned to perform a supply change to resolve the issue.